Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm as well as history pointers failed, the history pointers were corrupted alarm during prime and rewind. The customer blood glucose level was 170 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Device was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no post-reset ram crc alarm and history pointers failed alarms were noted.